Manufacturer narrative:
Evaluation was completed on november 02, 2005. The customer reported condition of failure code 812:02 was confirmed. Similar incidents have been received for this product for the reported issue. The numbers of incidents reported are within the expected level of occurrence for this product. Baxter will continue to monitor similar reports for possible trends.